Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and increasing capture threshold were observed on the rv and ra leads. The doctor was planning to cap both leads during the generator change out the next day. No further information is available at this moment.